Event description:
Four moss miami polyaxial screws broke one year post-operatively. According to the complainant, follow-up x-rays revealed that 3 screws broke on one side of the construct and one screw broke on the other side of the construct. An explant surgery was requiring to remove the broken screws. There were no other adverse consequences to the pt.

Event description:
It was reported to depuy arcomed that four moss polyaxial screws broke one year post-operatively. As received, the 4 returned moss miami polyaxial screws were broken at the base of the screw head. According to the complainant, a follow-up x-ray revealed that there were 3 broken screws on one side of the construct and one broken screw on the other side.